Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro jaws were not sealing the branches despite several manipulations. The device subsequently began working and was used to complete the procedure. After the harvesting tool was removed from the cannula, the jaws were working; however, once inserted into the cannula they would not work. The hospital did not report any patient effects. The hospital intends to return the product in question.